Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-200a, vcare 200a small was being used on (B)(6) 2024 during a hysterectomy procedure when it was reported ¿vcare came apart inside patient.¿. Further assessment was attempted but we have received no response to date. The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported injury due to the possibility of a foreign body left in the patient.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-200a, vcare 200a small was being used on (B)(6) 2024 during a hysterectomy procedure when it was reported ¿vcare came apart inside patient.¿. Further assessment was attempted but we have received no response to date. The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported injury due to the possibility of a foreign body left in the patient.

Manufacturer narrative:
Correction: d1 brand name updated from vcare 200a - small to vcare. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.